Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The ICD was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead was unable to capture through the analyzer. The lv lead had high impedance, high thresholds and a possible fracture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2009; 694775, lead, implanted: (B)(6) 2011. (B)(4).